Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that it is to their understanding that the patient (pt)'s body habitus had contributed to the difficulty in recharging. Rep reported pt was being seen on may 7th 2025 to further address the issue. The issue has not been resolved at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On additional information was received from the rep stating they were going to meet with the pt again on (B)(6) 2025 to try and identify any possible ways to resolve the recharging issue. However, if the issue continues, there would potentially be discussion of a pocket revision (unknown at the time of this report). The rep explained that the pain the pt reported as being at and around the ins site was a combination of the patient's original pain plus procedural pain where the doctor had made incisions on their skin. The rep stated they will follow up with the pt on the status of this pain at the appointment on (B)(6).

Manufacturer narrative:
B3 date of event is approximate. The month and year of the event were confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was difficulty charging the implanted neurostimulator, identified as a pain stimulation implantable pulse generator (ipg). The patient experienced significant challenges, taking 3 hours to reach only 40% charge and was unable to achieve an excellent connection for charging the device. The patient was in agony, unable to perform daily activities except for going to the bathroom and sitting in bed, and reported pain in the implanted device and the area around it. The issue was not resolved, and the patient was redirected to their healthcare provider for further assistance. Additional information was received from a manufacturer representative (rep). Rep reports that the patient is having a recharging of the implantable neurostimulator (ins) issue, including communication issue while recharging. Rep also reports difficulty with recharging or not being able to recharge the patient's ins. Rep reports the patient stated it takes them a long time to charge and the ins won't charge past 50%. Rep reports giving the patient multiple modalities to help the patient while they charge including extra binders. At post operation appointment the rep helped the patient figure out the best position for charging. The cause is unknown and the issue is ongoing per the rep.